Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture due to dislodged requiring the patient to undergo a revision procedure. X-ray confirmed that the lead was not fixed anymore. The lead was attempted to be repositioned; however, the helix mechanism was not functioning properly. The lead was explanted and replaced. No adverse patient effects were reported. The patient was not pacemaker dependent.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. The helix was fully retracted and there was dried blood noted on the helix and in the helix mechanism. The functionality of the helix mechanism was unable to be determined due to the terminal pin being stuck likely due to blood infiltration. The helix housing was then cleaned and able to be rotated. The lead was found to be electrically continuous. There was no damage noted within the helix mechanism that could be contributed to the dislodgement seen clinically.